Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that the dso seal is lifting off chassis. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reportable that there was an inoperable dso (downstream occlusion) seal. There was no patient involvement, and no patient harm/adverse event reported.